Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, upon closing review it was found that the patient had reported inaccuracies with their finger stick reading from their blood glucose (bg) meter and not an inaccuracy between the continuous glucose monitoring system and the bg meter. Therefore, this complaint should not have been reported.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom patient care specialist on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.